Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4230 ml. The programmed fill volume was 2500 ml. This meets iipv criteria. According to the nurse the patient has been working with a technical service representative to relieve her symptoms. The nurse stated that they did some reprogramming this morning and the patient has continued therapy with no symptoms. The patient was not having ultrafiltrations, however, after some programming changes the patient will now have higher ultrafiltrations which should resolve the patient's problems. According to the patient she felt full at the end of therapy. Her fill volume was 2500 ml. The patient stated she follows the cycler and did not connect before connect yourself. There was no patient injury or medical intervention.